Event description:
An endurant iis stent graft system was implanted in a patient endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm. There was a long aortic neck with narrowing and calcification. It was reported that the patient presented with right leg pain. The CT revealed that the endurant stent graft in the right iliac limb was occluded, which included the endurant bifurcated and the endurant 16x10x124 stent grafts. The physician elected to perform a femoral to femoral bypass and the blood flow was restored. Per the physician, the cause of the event is related to the patient¿s anatomy of a long aortic neck with narrowing and calcification. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the limb occlusion could not be determined; however, it appears likely that this was anatomy related. Films pre implant and during implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. Films from one day post-implant revealed that the beginning at the bifurcate flow divider, the right/ipsi limb and right limb extension were 100 % occluded. The flow resumed distally at the right iliac bifurcation. At the flow divider the bifurcate ipsi limb was compressed nearly flat (~3 ¿ 4mm) within the distal end of the proximal neck which measured ~15mm in diameter. Compression of the ipsi limb and extension to ~5mm ID was also observed within the 18mm diameter distal aorta. Immediately distal to the right limb extension, the rcia lumen narrowed to ~7mm due to calcification. It appears likely that implanting within the small aorta resulted in stent graft limb compression which likely contributed to the limb occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.